Event description:
It was reported that a symptomatic patient was presented to the emergency room for drainage from the device site. On (B)(6) 2013, the patient was presented to the emergency room with seroma. The lead was removed on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.